Event description:
It was reported that during a lap-assisted sigmoid colectomy using the stapler, there were multiple firing issues and complications. The procedure encountered several problems, including staple formation, resulting in incomplete anastomotic donuts and an anvil that stayed in the bowel and was retrieved. In all three firings, the anvil disengaged during removal, and the anastomosis leaked. The surgeon encountered resistance when removing the stapler, possibly due to the anvil getting caught on the sacrum. The tissue was noted to be extremely thick, which contributed to the difficulties. The surgical plan was changed to forego primary anastomosis, and a hartmann¿s pouch diverting ostomy was performed. The case time was extended by an additional 90 minutes due to these difficulties. Additionally, it was noted that the anvil stayed in the bowel during the second firing, and the third device was also unsuccessful.

Manufacturer narrative:
D10 concomitant product: trieea28xt, cir stplr trieea28xt blk exthk (lot#unknown); trieea28xt, cir stplr trieea28xt blk exthk (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.